Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer reported that the insulin pump was exposed to water at the beach. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted on the electronic stack. However, the motor had a corroded home switch and moisture damage was noted to the force sensor resistor. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube window, cracked case at the reservoir tube window corner, cracked battery tube threads, a stained end cap sticker and a cracked belt clip slot.